Manufacturer narrative:
Batch review performed on (B)(6) 2018: lot 156247: 80 items manufactured and released on (B)(6) 2015. Expiration date: (B)(6) 2020. No anomalies found related to the issue. To date, 49 items of the same lot have been already sold without any similar reported event.

Event description:
On (B)(6) 2018 the sales representative has been informed by the surgeon that a revision surgery was performed. At this time we do not know if the reason of the revision surgery is bone fracture or stem loosening.

Manufacturer narrative:
Clinical evaluation performed by medical affairs director revision of femoral stem after one year in hybrid tha on an elderly lady. No clinical findings have been reported. The stem position and resections are satisfactory, but cement mantle is definitely poor, uneven and detached from the host bone. Something prevented the surgeon from achieving a good cement pressurization and a good interdigitation to the host bone, which probably resulted in lack of stability. We could not identify a malfunctioning device at the origin of this problem.